Event description:
Customer reported experiencing issues with cartridge alarms on her tandem insulin pump, having encountered multiple alarms despite following provided troubleshooting steps. On some occasions, this led to her blood glucose levels being unknown but high enough to display a "high" reading, necessitating correction boluses via the pump. There was no need for third-party assistance during these events. To resolve the issue, technical support arranged for a replacement pump to be delivered, with instructions provided for using the new pump and returning the faulty one. There was no adverse impact to the customer's blood glucose level.